Event description:
It was reported that during set-up, the subject device exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor locking of the video connector receptacle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the printed circuit board failure prevented the output of video images. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.